Event description:
It was reported that during the implant procedure, the torque wrench would not make a clicking noise when tightening the right ventricular setscrew. The connection was tested, and it appeared that the lead was seated tightly within the device header. The physician attempted to retighten the setscrew, but was unable to get the torque wrench on the head of the setscrew. As the lead appears to be seated tightly within the header, the physician decided to leave the device implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.